Event description:
It was reported that a battery was not charging. The failure occurred during treatment. The battery charge level was dropping while the cardiohelp was plugged in. The cardiohelp was exchanged no harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that a battery was not charging. The battery charge level was dropping while the unit was plugged in, and the ac power indicator was illuminated. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Further information was received on 2026-02-09. This complaint is reportable as the cardiohelp was exchanged during treatment. Patient information: female, 41 years old, 54 kgs. A getinge technician was sent for investigation on 2026-02-04. The batteries were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles were analyzed by getinge life-cycle- engineering (lce) for a possible root cause. According to the lce analysis, the batteries could be charged and discharged without anomalies. At the start of treatment, the batteries had 97% charge. The lce could not detect any high priority battery anomalies within the logs, and no error messaged regarding battery failures. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: no power supply and battery fails caused by e.g.: incorrect voltage measurement. Wrong battery status displayed as "ok" (sudden fall of displayed battery capacity). The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation, the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities has been performed on 2026-02-20 for the period of 2015-03-27 to 2026-01-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-03-27. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "battery not charging" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.